Event description:
Tap -it was reported that 275 days after implantation of a 3.00x16mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, a tubular 100% stenotic de novo lesion was located in the proximal right coronary (rca) artery. After 5 passes with medtronic export aspiration catheter, a 3.00x16mm taxus stent was deployed in the lesion. A post-intervention stenosis of 0% and a timi grade 3 flow was reported. No information was reported concerning vessel calcification at the time of the procedure. The anatomy was reported not to be tortous. The patient received ic nitroglycerin, heparin, and reopro during the procedure and was placed on plavix, toprol, lipitor, and aspirin following the procedure. Complications were reported as "no complications." The patient presented 257 days after the initial procedure with 100% in-stent restenosis in the rca. After an aspiration catheter was passed across the lesion, the lesion was pre-dilated using 3.0x9mm maverick balloon inflated to 16 atms for 18 seconds followed by inflation to 14 atms for 18 seconds. A cordis cypher 3.0x23mm stent was deployed across the lesion. Following the procedure, the patient was reported to have "no chest pain, discomfort, or other complaints."